Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high impedance on the rv defib coil then measurements returned back to baseline. Subsequently, another alert was triggered again for high rv defib coil impedance. Presently, the lead remains in use, but a lead extraction will be scheduled. No patient complications have been reported as a result of this event.